Event description:
Patient had many bladder calculus fragments. Surgeon was in process of using a manual lithotrite to reduce the size of the fragments. The instrument stopped working so he withdrew it. The jaws then opened and closed once or twice, then the lower jaw fell off on the operating room (or) back table. Procedure was finished using the holmium laser.======================manufacturer response for stone crushing forceps, karl storz (per site reporter).======================will retrieve the instrument.what was the original intended procedure?cystoscoppy, removal of bladder calculi.device #1is this a laboratory device or laboratory test?no.